Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported "medication leak while they were asleep". Pump was shut down, and the lines were clamped. Medication being infused was 5fu. No patient injury reported.